Event description:
It was reported that the handheld device had a screen response issue when attempting to scroll through the handheld screen using the side scroll bar. The handheld device also displayed an error message when it was powered on which did not allow the user to access the device. Hard resets were performed but the issues did not resolve. It was noted that the handheld device was stored fully charged in a drawer along with vns magnets. The programming wand was confirmed to be functioning properly. The issues with the handheld device have been ongoing for the past year. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned programming handheld and software was completed. No anomalies associated with the handheld or software were noted during the analysis. The handheld and software performed according to functional specifications